Manufacturer narrative:
The technician replaced the CPR/emergency trend valve to repair the bed.

Event description:
Information received indicates the technician found the bed will not go into trendelenburg.